Event description:
When removing the cover screw, the implant came out. One person affected.

Manufacturer narrative:
The returned implant was evaluated and found to meet specifications. The probalbe cause of failure remains the pt's smoking.